Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition the increased impedance of channel 12 was most likely due to a migrated electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has any sound percept with the device. It is unknown if an incident of accident or trauma has occurred. The recipient has been reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. In addition, the increased impedance of channel 12 is indicative for being extra-cochlear due to migration. To determine an exact root cause a device investigation of the explanted device is necessary. The patient will undergo explantation, but a date has not been scheduled yet.

Event description:
The patient no longer has any sound percept with the device. It is unknown if an incident of accident or trauma has occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. External parts have been changed without improvement. It is unknown if an incident of accident or trauma has happened.